Manufacturer narrative:
Device evaluation 1 unit of lot c2137602 of echo-hd-22-ebus-o was returned evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15 jan 2025. On evaluation of the devices the following observations were made: visual inspection: proximal kink observed below sheath extender. Needle break observed at approx. 6cm from the tip of the sheath. (Ruler ipe-0402) stylet examined and no issue observed. Functional inspection: sheath extender able to advance only to position 2 would not pass the kink below sheath extender. Needle handle able to advance and retract without issue. Stylet removed from device without difficulty. Needle removed from the device and proximal needle kink below sheath extender observed. This pr was opened to capture the instance of needle break and kink. An additional pr was opened to capture use error in relation to use of incorrect scope. It should be noted that this file is related to one other complaint file. For details of the other investigations please refer to (B)(4). Manufacturing records prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2137602 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, ifu0051, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". And the precautions section of the IFU, which accompanies this device instructs the user to use the device with intended scope, "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break which in turn could have led to the needle advancement issue. This could potentially lead to the difficulty to puncture the target site as encountered by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by difficulty in needle advancement, and the potential application of additional force to overcome these challenges. Summary: according to the customer, puncture was difficult, and stylet did not pass through easily. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break which in turn could have led to the needle advancement issue. This could potentially lead to the difficulty to puncture the target site as encountered by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by difficulty in needle advancement, and the potential application of additional force to overcome these challenges. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 30 apr 2025.

Event description:
As reported, puncture was difficult, and stylet did not pass through easily. According to the return product notes, a new (B)(4) created based on (B)(6) input. This pr was opened from (B)(4) lab evaluation which noted kink below sheath extender and distal break. This file captures distal break (cascading effect for kink below sheath extender confirmed by engineering). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-sep-2025.

Manufacturer narrative:
An additional pr was opened to capture use error in relation to use of incorrect scope. It should be noted that this file is related to one other complaint file. For details of the other investigations please refer to (B)(4). Manufacturing records prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2137602 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order (B)(4). A second complaint (B)(4) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, ifu0051, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". And the precautions section of the IFU, which accompanies this device instructs the user to use the device with intended scope, "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break which in turn could have led to the needle advancement issue. This could potentially lead to the difficulty to puncture the target site as encountered by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by difficulty in needle advancement, and the potential application of additional force to overcome these challenges. Summary according to the customer, puncture was difficult and stylet did not pass through easily. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break. Another possible root cause could be attributed to the needle hitting or passing hard cartilage leading to the distal end of the needle to break which in turn could have led to the needle advancement issue. This could potentially lead to the difficulty to puncture the target site as encountered by the user. Additionally, the proximal kink observed below the sheath extender could have been influenced by difficulty in needle advancement, and the potential application of additional force to overcome these challenges. Complaints of this nature will continue to be monitored for similar events.